Event description:
On (B)(6) 2012, the reporter called animas alleging that the up arrow button has been responding intermittently for the last two weeks and is gradually getting worse. The keypad is reportedly not torn or peeling. The pump is worn in a pocket or on the waist with a clip. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. The keypad buttons were responsive; the complaint was not duplicated at the time of testing. During investigation, evidence of contamination was found under all keypad contacts.